Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the battery pins on the device are damaged. This device was a loaner device that upon set up, displayed an warning for device shut down and a low battery message. The battery shoes 75%, on further inspection, we found the battery pins on the device are damaged, this caused the battery to present as it was dislodged, providing the shut down menu. There was no patient involvement, no impact alleged.